Event description:
It was reported that the attachment heated up during a procedure. A backup unit was available and was used to complete the procedure without delay. There was no user or pt injury associated with this event, and there was no medical intervention or adverse consequences alleged.

Manufacturer narrative:
Internal components were evaluated and extensive corrosion was discovered. The front of the attachments have a gap between the bur pilot and the outer housing which allows corrosion to build in the attachments. Once corrosion builds up in the attachments they may not work properly or the corrosion can physically bind up the attachments causing heat.